Event description:
It was reported that, during npwt, the renasys go had a blockage warning. The patient states that he had disengaged the quick click connector as well as changing the canister and the device had continued to alarm. The patient plug device into wall and power unit down. Once re-started, the device began to run at continuous and then alarmed again. Patient reports that there are no bends or kinks in the tubing also he is aware to keep device positioned upright as much as possible and he had a dressing change yesterday. It is unknown how treatment was resumed. No patient injuries or other complications were reported. No further information is available.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Inappropriate device alarms and alarms that occur in the absence of a pump malfunction will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.